Manufacturer narrative:
The UDI was not included in the previous e-mdrs. The UDI is (B)(4).

Event description:
Reportedly on the implant day ((B)(6) 2015) it was impossible to set the v lead in bipolar sensing. Furthermore, v lead impedance was above 3000 ohms and there was no pacing. A re-intervention was performed on (B)(6) 2015. X-ray showed that the v lead connector tip was not visible inside the port. By pull test, the lead did not come out from the pacemaker port. The v lead was unscrewed and no issue with the lead was noted. It was attempted three times to insert the v lead in the device port, but the lead could not be inserted completely. A new pacemaker was implanted and the existing v lead could be normally inserted.

Event description:
Reportedly on the implant day ((B)(6) 2015) it was impossible to set the v lead in bipolar sensing. Furthermore, v lead impedance was above 3000 ohms and there was no pacing. A re-intervention was performed on (B)(6) 2015. X-ray showed that the v lead connector tip was not visible inside the port. By pull test, the lead did not come out from the pacemaker port. The v lead was unscrewed and no issue with the lead was noted. It was attempted three times to insert the v lead in the device port, but the lead could not be inserted completely. A new pacemaker was implanted and the existing v lead could be normally inserted.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4).

Event description:
Reportedly on the implant day ((B)(6) 2015) it was impossible to set the v lead in bipolar sensing. Furthermore, v lead impedance was above 3000 ohms and there was no pacing. A re-intervention was performed on (B)(6) 2015. X-ray showed that the v lead connector tip was not visible inside the port. By pull test, the lead did not come out from the pacemaker port. The v lead was unscrewed and no issue with the lead was noted. It was attempted three times to insert the v lead in the device port, but the lead could not be inserted completely. A new pacemaker was implanted and the existing v lead could be normally inserted.